Event description:
It was reported a 29vavg2-515 valve was implanted. The valve leaflets were tested and moving freely. An intro-op echo was performed, which showed one of the leaflets was not fully opening. The valve was rotated to multiple positions and was functional. The tee again showed that one of the leaflets was not moving. The anterior leaflet of the native mitral valve was moving into the lvot and was hitting the mechanical valve leaflet. The 29vavgj-515 valve was removed and replaced with an sjm epic tissue valve. The pt rec'd a balloon pump for support. The tee showed the anterior leaflet of the mitral valve still moving into the lvot, but it was not interfering with the tissue valve. Add'l info has been requested.